Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the light guide lens cover of the gastrointestinal videoscope had foreign material and the plastic distal end cover was burned. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, the definitive root cause could not be determined. It is possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the light guide lens cover of the gastrointestinal videoscope had foreign material and the plastic distal end cover was burned. There were no reports of patient involvement.